Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, per request by the hospital, microport provided all available liner options for the interseal 56 shell, for a head and liner exchange. The liner was replaced with a interseal duramer acetabular c-liner group 2 32mm.